Manufacturer narrative:
The device was returned, and the evaluation found no reportable malfunctions aside from what was reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the hysteroscope's ceramic tip was broken off. The issue occurred during reprocessing after a therapeutic electrolysis of the prostate. The procedure was completed with the same device. There were no reports of patient harm or procedural delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction would likely be attributed to excessive force and third-party repair. Loosening of the ceramic tip indicated a previous third-party repair, where a different type of adhesive was used. Olympus does not recommend servicing or repair by unauthorized service centers. Additionally, the guide pin was identified as a part of the third-party repair. The event can be prevented by following the instructions for use which state: 4 before use. Warning: infection control risk. Properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product. Visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury. Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.